Event description:
Rptr was under the impression that it was illegal to re-sterilize suture material in a ty-veck pouch, because the eto's enter the suture material and then leach out slowly into the pt causing irritation to the site and complications. The FDA, rptr believes, requires sutures to be in foil-thus stopping the sutures from becoming impregnated with eto. The bard/gesco cathtray used on tiny premature babies who are already extremely compromised, are being sewn with contaminated silk suture material. Rptr thinks this is terrible.